Event description:
The device was returned and analyzed by the manufacturer and subsequently tested out of specification consistent with the field advisory for this device. No patient complications have been reported